Event description:
The hcp reported the catheter was "broken- perhaps during pt fall." It was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6 - the device analysis results not available at the time of this report. A follow up report will be sent when analysis is not complete.